Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that after the initial implant, the right ventricular lead measurements were within normal limits. The doctor discovered the helix was not extended after the pocket was closed with a fluoroscope view. Pocket was re-opened and the lead was replaced with a new lead. The patient was in stable condition after the procedure.